Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user noticed crackling sounds with the device and afterwards she could not hear with the device anymore. The user noticed that depending on the position of the coil she could either hear crackling sounds or nothing at all. Reimplantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user suddenly started experiencing crackling sounds with the device and then she could not hear anything at all. She then noticed that depending on the position of the coil she could either hear crackling sounds or nothing. The user showed very good benefit with the device before. The user was re-implanted on (B)(6) 2022.